Manufacturer narrative:
Follow-up #1: date of submission 08/18/2015, device evaluation: the device has been returned and evaluated by product analysis on 07/24/2015 with the following findings: the pump battery compartment was observed to be cracked along the side of the compartment from the threads to the case seal. The returned battery cap was able to secure to the pump to complete testing.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging damage to the battery compartment. The reporter confirmed that there was no noted power issues related to the damage and there was no noted moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.